Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sore throat, cough, funny taste, chest pain and wheezing. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam, sore throat, cough, funny taste, chest pain and wheezing. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to caused sore throat, cough, funny taste, chest pain and wheezing. The patient did not report receiving any medical intervention. There was no report of serious or permanent harm or injury. Further, even if medications were reported for cough caused by dryness, that treatment does not imply necessity to preclude a life-threatening injury or permanent impairment. Additionally, the manufacturer concludes that if the alleged event were to recur it would not result in a death or serious injury. Therefore, it has been determined that the reported event does not meet the definition of a reportable serious injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concluded that, they could not confirm the customer's allegation and there was no visible foam degradation. The unit was scrapped due to age. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.